Event description:
It was reported by service report that there was no scale display on the footboard. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: footboard.